Manufacturer narrative:
During inspection and testing, the reported issue (faulty clone out port) was confirmed. An olympus field service engineer confirmed the customer was using an sdi converter which may have damaged the sdi output. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the "clone out port" of the subject device was faulty. The reported issue occurred during maintenance of the subject device. There was no patient involvement. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the 3g-sdi (serial digital interface) output on the main board was faulty. This report is being submitted for the malfunction found during evaluation (faulty 3g-sdi output).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported event of "faulty output port" was reproduced and confirmed to have been caused by the faulty 3g-sdi (serial digital interface) output of the main board. In addition, the field service engineer (fse) has reported that the sdi output may have failed due to the sdi converter used by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.